Event description:
It was reported that the pump had been alarming since the day prior to the report, but telemetry had not yet been performed. The alarm was confirmed to be a 2-tone critical alarm. The patient was having a return of spasticity since the day prior to the report. The patient reportedly knew he was due for a refill this month. The patient had oral baclofen that he could take until he could reach his healthcare provider (hcp) on monday. It was additionally reported that the patient failed to show for the refill appointment and ¿ignored¿ the alarm. The pump was refilled on (B)(6) 2014 with no complications. The pump system was being used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).